Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of hernia and fungal peritonitis with culture positive for candida albicans in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). In (B)(6) 2011, the patient experienced fungal peritonitis which did not require hospitalization. The result of the peritoneal analysis was not reported. On an unreported date, the patient was treated with vancomycin (1g, injection, ip) and meropenem (250mg, injection, ip). On (B)(6) 2011, dianeal therapy was discontinued and the catheter was removed. On that same day, the patient recovered with sequelae from the event of peritonitis. It was not reported whether the patient received treatment for the event of hernia, or if the event of hernia resolved. It was not reported if the remedial therapy with vancomycin and meropenem continued. Concomitant medications were not reported. The nurse stated that the fungal peritonitis was not related to the dianeal therapy. A causality statement was not provided for hernia in relation to the dianeal therapy. The nurse reported that the cause of the peritonitis was due to the hernia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.